Manufacturer narrative:
The device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine follow-up, interrogation of this subcutaneous implantable cardioverter defibrillator (s-ICD) revealed a da error. Also, the longevity remaining had increased from 29% to 31%. A boston scientific technical services consultant reviewed the device data. The da error was due to a bit flip in the device memory that occurred on (B)(6) 2015. The memory error self-corrected and no further issues were expected due to the da error. Technical services also discussed the method for calculating remaining longevity, and the increase in longevity remaining was normal function. No adverse patient effects were reported.

Manufacturer narrative:
UDI = (B)(4); upon receipt at our post market quality assurance laboratory, a thorough evaluation of the s-ICD was performed. Device memory was reviewed and it was confirmed the device experienced a device alert (da) error which occurred due to a memory inconsistency in the active device firmware. When a firmware reset occurs, the device emits beeping tones during the reset. Temporary performance anomalies may occur until the error is detected and corrected upon completion of the hourly cyclic redundancy check (crc). This s-ICD was exposed to simulated heart load conditions to test the sensing and defibrillation functions. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in shock therapy output. Laboratory analysis concluded that the s-ICD experienced a memory error while in the field that was appropriately self-corrected. After the self-correction, the device was able to sense and deliver therapy.

Event description:
Boston scientific received information that during a routine follow-up, interrogation of this subcutaneous implantable cardioverter defibrillator (s-ICD) revealed a device alert (da) error. Also, the longevity remaining had increased from 29% to 31%. A boston scientific technical services consultant reviewed the device data. The da error was due to a bit flip in the device memory that occurred on (B)(6) 2015. The memory error self-corrected and no further issues were expected due to the da error. Technical services also discussed the method for calculating remaining longevity, and the increase in longevity remaining was normal function. No adverse patient effects were reported. This device was later explanted for normal battery depletion and was returned for laboratory analysis.